Event description:
It was reported that the pt was involved in a car accident in 2008, now experienced severe muscle spasms on the right side at both the pump and catheter sites. Add'l info has been requested from the hcp, but was not available as of the date of this report.